Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d2, d4, g3, g6, h2, h3, h4, h10, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient presented with a fractured right medial tibial plateau approximately eight weeks post-implantation following an uncemented medial unicompartmental knee arthroplasty. The patient had not undergone a revision at the time of this report. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. Attempts have been made to gather all product identification information and no further information has been provided. D-10: 159568, oxf anat brg rt sm size 3 PMA, lot 67513671. 166575, oxf uni cmntls tib sz c rm, lot 67183086. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.